Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with unexpected restart alarm during error test due to connector voltage leak. No alarm and no cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed after battery change, after a battery change. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.